Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), approximately 8 years and 6 months post implant of a 23mm sapien xt valve in the aortic position by the transapical approach, the valve was observed to be ¿degenerated¿. A 23mm sapien 3 valve was implanted within the sapien xt valve during a valve in valve procedure. The valve in valve implantation was successful. No paravalvular leak (pvl) or aortic insufficiency (ai) was observed. The patient outcome was good. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Corrected information indicated the implant duration of the 23mm sapien xt valve implanted in the aortic position was 9 years and 6 months, not 8 years and 6 months as previously reported.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the cause of valve degeneration 8 years and 6 months post implant. To date, information regarding the patient (medical records, valve in valve procedure op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 8 years and 6 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities not provided or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.